Event description:
Pt was admitted with an infected pacemaker that had been changed a month before. Ten days post-procedure site drainage occurred. After a week of no improvement on antibiotic, pt was started on IV antibiotics. A day before admission, pt had fever of 102. Seen in ER and transferred to reporting hosp. The pacemaker was removed and sent to microbiology for culture.

Event description:
Info was requested on model e2dr06; a serial number was not provided. Four of these model devices have been returned, but none match any of the info provided in the request. They were all returned with no info, and there was no match of dates such as implant, explant or event date. Co has had no reports of infection related to this model and no medwatch reports have been submitted. Without any specific contact info (i.e. Hosp, dr, device serial number), co is unable to conduct any follow-up to address your questions.